Event description:
The customer reported a 6201 flogard pump overinfused during pt use. Following info was obtained from the ICU charge nurse in early 2008: a female pt was admitted to the hospital's ICU in late 2007 with the admitting diagnosis of left lower lung pneumonia and influenza, which developed into an atrial fibrillation. Early in the original month, starting at 6:45 pm through an access on her left arm using a baxter manufactured nitroglycerin vented IV set, the pt received a 100 cc bolus of amiodarone (an anti-arrhythmic drug) over 10 minutes with no problem. At 7 pm, a 250 cc bottle of this medication was started on the pt at the rate of 33.3 cc/hour to be infused until 12 am. At around 10, the attending nurse noticed that the bottle was completely empty, so she hung another 250 cc bottle of the medication and programmed it at 33.3 cc/hour until 12 am. At 12 am, she changed the infusion rate to 16.6 cc/hour, which was supposed to continue for another 11 hours. At 7 am on the next day, the pump started to alarm for air. The nurse checked the pump and noticed that the medication bottle was completely empty but the pump display read that there was still 100 cc's of medication left to be infused. The pump was disconnected from the pt. The pt displayed no adverse reaction due to this reported overinfusion. No intervention was needed to counter the effects of this medication. The nurse reported that even though the medication was infused too quickly, the pt received the appropriate dose. Through an access on her right arm, the pt was also receiving zosyin (an antibiotic), which was heplocked. The pt was not vented or intubated.

Manufacturer narrative:
The pump has been requested, but not yet been received for eval. When the pump is received for eval, a follow-up report will be filed upon completion of the eval or if add'l info becomes available.